Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported pain at the generator site since implant. The patient had their settings changed several times, turned the device off, and went to physical therapy. It was reported that the patient was having positive results from the device so they wanted to attempt changing. Interventions included a reprogramming on (B)(6) 2018 a report that therapy would be suspended if reprogramming was unsuccessful. It was reported that the patient had pain at the generator site that radiates down the right side. There was a report that it was possibly related to the device or therapy and unlikely related to the implant procedure. They were reprogramming settings again and turning the device off for a few weeks before considering explant. The outcome of the event was reported to be ongoing. Relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No further complications were reported/anticipated. Additional information received reported that the patient had settings changed several times, turned the device off, and went to physical therapy. The patient was having positive results from the device, so wanted to attempt changing settings again and turning the device off for a few weeks before considering explant. It was reported to be possibly related to the device or therapy and the cause was not determined. The pain at the generator was reported to be ongoing. No further complications were reported/anticipated. Additional information received and it was stated that the event was unresolved with no further action planned. No further complications noted or anticipated additional information was received from a healthcare provider (hcp) regarding a patient in a clinical study (sdy). It was stated that on (B)(6) 2020, the patient presented for an office visit. They stated the device helped with constipation, but they continued to have pain at the generator site and wanted to proceed with explanation. Additional information was received from a healthcare provider (hcp) regarding a patient in a clinical study (sdy). It was stated that an intervention occurred. The entire system was explanted and not replaced on (B)(6) 2020, and was disposed of according to biohazard instructions.